Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient discomfort was noted at the device pocket. Therefore, the device was repositioned to subpectoral position. The patient was in stable condition.